Event description:
A malfunction alarm was reported with a pump, displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, and the customer successfully reset the pump without the malfunction code recurring. The customer was advised to continue using the pump and to call back if the issue reoccurs.